Manufacturer narrative:
(B)(4)

Event description:
It was reported that premature battery depletion was observed during follow-up in clinic. Decreased battery voltage was noted. Patient condition was stable during and after the procedure.